Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Correction: no known product problem, changed to adverse event only. Added event date (B)(6) 2017. Changed therapy date for concomitant products from (B)(6) 2017. Conclusion code updated, the device is out of service adn not returned.